Event description:
A customer reported via phone call indicating a leak at the site of insertion. The customer stated that they were playing flag football and someone might have pulled on the infusion set during the game. The customer felt fine at the time of the call, but mentioned that they had high blood glucose of 530 mg/dl possibly due to a correction they made without the insulin pump. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.